Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The pt reported that he recently had a taxus stent of unk size implanted in an unspecified location and has since been diagnosed with rheumatoid arthritis. He reported symptoms as "red itchy rash, swollen red joints stiff to move, loss of hair, coughing, headaches, and blurry vision." The pt has also been diagnosed with gout. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.